Event description:
It was reported that the patient presented for a de novo loop recorder implantation. It was noted that immediately following the operation, when the patient was elevated from supine to semi-fowler position post procedure, degradation of a clean signal and r-wave was noted. Attempts at obtaining a signal with a programmer failed. Attempts were made to reposition the implantable loop recorder but the signal could not be reclaimed. The device was removed and replaced into the same pocket. Optimal signal was achieved. Patient recovery was uneventful. The patient was stable prior and discharged following the event.

Manufacturer narrative:
The complaint of a device sensing problem was not confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed, including sensing test at field and high sensitivity settings indicated normal device functionality. A device history record review (DHR) was performed to ensure that each manufacturing and inspection operation was met. The product passed all quality control tests prior to its distribution. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.